Manufacturer narrative:
The buttons on the insulin pump all function properly. However, there was moisture damage on the keypad traces. No button error alarm was noted during testing, and no moisture damage was found on the electronic stack, motor, battery tube, and vibrator assembly. The unit was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner. (B)(4).

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that he ran through a rainstorm and was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.